Event description:
Customer's wife is calling because customer was admitted to the hospital for dka. The customer feels that the infusion device caused the high blood glucose. Wife advised customer's blood glucose started to go high on (B)(6) 2015. Customer had been trying without success to bolus on his own and lower it. Customer started vomiting (B)(6) 2015. He vomited 6 times and his wife called the paramedics to take him to the hospital. Customer was not capable of self treatment and required outside medical assistance. Alleged products were requested to be returned for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.